Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchofiberscope was found to have corrosion on the suction cylinder and the biopsy port was shaved off. No patients were involved in this event.